Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. Visual inspection found no damage or obstructions. The tc powered the unit on and it booted up with normal display graphics. The tc established connection in order to view the unit in the support tool; software version l.33.94 with options c72, c81, cl1, cl2, cl3 and yra are shown installed. The sound issues were intermittent. The tc suspected the all peripheral interfaces board. The tc ordered and received a new api board kit. The tc removed the defective api board and installed the new one. The tc powered the unit on and it booted up with normal display graphics. Check product identification message is displayed. The tc established connection in order to view the unit in support tool; software version l.33.94 with options c72, c81, cl1, cl2, cl3 and yra were shown installed. The sound issue of losing sound during use and monitor malfunction message were not present. The speaker was operational and the unit passed tests. Based on the information available and the testing conducted, the cause of the reported problem was a faulty api board. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating that the device looses sound during use. There is a monitor malfunction error message, but a reset through the menu will run properly only for a short time then the issue repeats itself. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.